Manufacturer narrative:
The hill-rom technician found two brake castors at the head of the bed, one steer caster and four caster supports inoperable. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unknown if the facility performed any other preventative maintenance on this beds. The technician replaced two brake castors at the head of the bed, one steer caster, and four caster supports to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).